Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with cut drain line tubing noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing, which failed for leaking from the cut tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. Marks on the tubing indicated that the damage was caused by the pouching equipment during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that a homechoice cassette had cuts and holes in the tubing. This event was observed before use. There was no patient involvement. No additional information is available.